Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06040 vascular stent graft allegedly experienced misfire, retraction problem, and fracture. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) kgs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06040 vascular stent graft allegedly experienced misfire, retraction problem, and fracture. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6), the gender is male, and the weight is (B)(6).

Manufacturer narrative:
For the reported event, lot number was provided, and a lot history review was performed. The sample was returned for evaluation. The investigation was confirmed for fracture and partial deployment, it is inconclusive for retraction issue. The root cause could not be determined. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.